Manufacturer narrative:
(B)(4). Concomitant products: unknown-unknown cup-unknown; unknown-unknown head-unknown; unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00499. X-rays were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular reconstruction with possible loosening. Possible loosening of the femoral component with age indeterminate fracture involving the greater trochanter. Possible loosening of a lateral plate fixation device along the proximal femur along with screw fragment overlying the femoral neck. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.